Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer reported that while the surgeon was suturing, the wire of the mega needle driver instrument snapped off. The instrument was replaced and the surgical procedure was completed as planned. The procedure went well and with no incident to the patient. The patient was transferred to the recovery room.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.